Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultra mini meter read inaccurately. The medical surveillance specialist (mss) classified the complaint based on the initial info provided to the customer service rep (csr). The pt and her fiance provided the following info: the pt receives food via tube feedings. Per her usual regimen, she tested her blood glucose at 10 pm prior to taking insulin and received a reading of 116 mg/al on the lfs meter. She took her usual dose of 34 units of lantus insulin while her tube feeding was running. Afterward, she disconnected the tube feeding for a few minutes while she went to the bathroom and kitchen. About one hour and 15 minutes after she had taken the lantus insulin, she could hardly speak and felt like she would pass out. The fiance said her blood glucose reading was 36 at this time and he had her drink something. The csr walked the pt through performing a control solution test. The control solution result was within specifications. The pt's product was replaced. This complaint is reported because the pt claims she took long acting insulin based on an inaccurately high reading on the lfs product and she experienced hypoglycemia about 75 minutes later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.